Event description:
The hosp reported that during a saphenous vein harvesting procedure, a co2 embolism was observed in a pt. The pt's pressure went from 25/15 to 49/28 and bubbles were observed on the pa and ivc. The gas insufflation was stopped for approximately twenty minutes to elimiate any co2 in the pt. The pt hemodynamically stabilized and the case was completed without further issue to the pt. No other pt complications were reported.